Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation during the inflation test. It was further reported that the sales rep performed leakage test and found air leakage one centimeter distal from thermal filament on the catheter body.

Manufacturer narrative:
The device has not been returned for evaluation.